Manufacturer narrative:
It was reported that an end user with advanced kidney disease with hydronephrosis who requires overnight catheterization to rest the bladder was experiencing more pressure than usual and not draining. Initially the reporter states, they removed the catheter and would re-insert another (same brand) catheter and end up with the same result. End user reports, "he couldn't exercise, eat comfortable and felt ongoing pressure backing-up into his bladder." The reporter states, the catheters were noted to have "lots of bubbles in it and did not seem to be draining much overnight. Reporter states, "we have used this same product for the past 3 months without issue, and then all of a sudden had multiple issues as though a slight change in manufacturing." Reporter states, we had to change catheters to a different brand and eventually the end user felt better after five days. No additional details are available. There are no samples available for return and evaluation. There was no report of serious injury, medical intervention, or follow-up. However, due to the reported incident and in abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported the foley catheters were causing the end user "more pressure than usual and not draining."